Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.

Manufacturer narrative:
This device used for treatment and not diagnosis. The instrument was checked and found to be in compliance with the technical drawings and specifications at the time of manufacturing. The instrument was manufactured according to the specifications. Nevertheless, we are pleased to inform you that the meantime this instrument was subjected to improvement measures and in this regard our product development center has already implemented a design change in order to enhance the spring mechanism.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on an unknown date to close a sternum the sternal zip fix trigger was blocked and provided difficulty closing. No further information is available for this event. This is 1 of 1 report for this event.